Event description:
The physician reports that the crystalens became stuck in the crystalsert lens injector system. Intervention was performed in order to enlarge the incision and remove the damaged lens. A new crystalens was implanted successfully.

Manufacturer narrative:
Root cause: according to the physician, the cause of the lens damage was related to use of the lens injector system, where the plunger overrode the lens.